Event description:
During preparation of the therapeuitc urological procedure, the proximal coil on this stent detached. The procedure was completed successfully with another stent with no patient complications.